Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The customer also reported that the battery compartment was damaged when the paramedics removed the battery in order to stop the delivery of insulin. The customer had a low blood glucose of 30 mg/dl. The customer had just started a new job, did not eat enough, and became unconscious at work. The customer was treated with intravenous glucagon. The customer declined troubleshooting.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.